Event description:
The or has been using conmed electrosurgical handpieces and accessories. It was brought to facility's attention that the accessories (tips) were not fitting securely into the handpieces. The accessories were falling off while the handpiece was in use. Conmed was contacted and the hospital's conmed rep initially stated facility's hospital was the first hospital to report such a problem. Later the same day, the rep came to the hospital and informed facility the handpiece was "faulty". The faulty lots of stock were removed from the hospital and replaced. Follow up reveals: the tips were provided with the handpiece and supplies to be interchangeable as needed. It is these supplied accessory tips that are not fitting snugly onto the handpiece and fall out with use.